Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the helium tank and the gauges read properly. The stm entered diagnostics and performed a leak check which passed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. He then replaced customer helium tank and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the gauges of the cardiosave intra-aortic balloon pump (iabp) needed to be checked to make sure they are reading correctly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.